Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. Prior to the procedure, the needle tip tube was allegedly found defective and the inner cannula and the tube body do not match. Reportedly, the catheter was removed and replaced. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. Prior to the procedure, the needle tip tube was allegedly found defective and the inner cannula and the tube body do not match. Reportedly, the catheter was removed and replaced. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of proximal end of two trocar needles held by a clinician, on the left trocar needle the hole is not centered, it is slightly aligned to the left, whereas the centered needle can be seen in another trocar. The manufacturing site evaluation states, without the physical samples to review it is not possible to determine how the interaction between the components may or may not have contributed to the defect. Therefore, the investigation is inconclusive for the reported needle tip was damaged and not centered and cannot match the catheter as the photo evidence provided is not sufficient to confirm the reported allegation as the affected component was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.